Event description:
It was reported that during centrifuge 3 tubes shattered with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it is reported customer is experiencing vacutainers shattering during centrifugation. Additionally, on (B)(6) 2020 the bd sales consultant provided the following additional information: spoke with the customer and clarified that 367988 is a plastic tube. She explained that they use a stat spin centrifuge and 3 tubes shattered, like a spider shatter on a car windshield. She sent a picture with the speed of 5758 rpm for 5 minutes. She observed the tubes, and they were not damaged before collection. I sent her the link to the IFU and referred her to the centrifugation info on page 4. Her email with the picture of a shattered tube is attached.

Manufacturer narrative:
H.6. Investigation: bd received 10 samples and 1 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged tubes with the incident lot was observed. Additionally, all customer samples were subjected to a brittleness test and 3 out of the 10 tubes were damaged. Therefore, the indicated failure mode for damaged tubes with the incident lot was observed as all product specifications were not met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
H.6. Investigation: bd received 10 samples and 1 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged tubes with the incident lot was observed. All customer samples were subjected to a brittleness test and 3 out of the 10 tubes were damaged. Therefore, the indicated failure mode for damaged tubes with the incident lot was observed. Additionally, 30 retention samples were selected from bd inventory for testing and upon completion, the issue relating to damaged tubes was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during centrifuge 3 tubes shattered with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it is reported customer is experiencing vacutainers shattering during centrifugation. Additionally, on 2020-05-29, the bd sales consultant provided the following additional information: spoke with the customer and clarified that 367988 is a plastic tube. She explained that they use a stat spin centrifuge and 3 tubes shattered, like a spider shatter on a car windshield. She sent a picture with the speed of 5758 rpm for 5 minutes. She observed the tubes, and they were not damaged before collection. I sent her the link to the IFU and referred her to the centrifugation info on page 4.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during centrifuge 3 tubes shattered with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it is reported customer is experiencing vacutainers shattering during centrifugation. Additionally, on 2020-05-29 the bd sales consultant provided the following additional information: spoke with the customer and clarified that 367988 is a plastic tube. She explained that they use a stat spin centrifuge and 3 tubes shattered, like a spider shatter on a car windshield. She sent a picture with the speed of 5758 rpm for 5 minutes. She observed the tubes, and they were not damaged before collection. I sent her the link to the IFU and referred her to the centrifugation info on page 4.